Event description:
A ventilator was returned to the manufacturer's service center for evaluation. There was no report of patient harm or injury. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" condition was observed. The device's blower and sensor board was replaced to address the issue.